Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person) phone = (B)(6). E1: customer (person) address = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotripsy and intrarenal stone removal procedure, a wire at the tip of a 'ncircle tipless stone extractor' broke and separated. The separated basket wire was removed from the patient immediately via forceps. The user used another device from same lot number to complete the procedure. Customer provided a picture which appears to show the wire separated from the basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: as reported, during a flexible ureteroscopic lithotripsy and intrarenal stone removal procedure, a wire at the tip of a 'ncircle tipless stone extractor' broke and separated. It was confirmed with the hospital that the basket wire was suddenly broken during the stone removal process, and one of them was broken in the patient's body, and the foreign body lead had been removed from the patient immediately via forceps. The user used another device from same lot number to complete the procedure. Customer provided a picture which appears to show the wire separated from the basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor returned in open package. The returned device was found to have a damaged basket. One loop of the basket wires was separated and not returned. The remaining basket wire loop was separated from the basket cannula on one end. The extensive damage could indicate that excessive force was applied to the device during use, such as trying to remove too large of a stone to fit through the working channel of the scope. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.